Event description:
Additional information received reported at pump refill that marcaine was removed because, patient was having problems with side effects. Fentanyl alone had caused tremors and shakes so physician added baclofen. It was reported that marcaine was added at one point but was causing "spongyness" in his legs. It was referenced that life treating crystalization in the patients spine had resulted in emergency surgery and almost caused the loss of the patients left leg.

Event description:
Additional information: the patient had experienced new or increased weakness. The intrathecal mass t-10 was diagnosed (B)(6) 2012. The mass was removed or surgically explored on (B)(6) 2012. It was indicated that the patient's present status was stable; some residual leg weakness. The patient had been transitioned from dilaudid to fentanyl 1000mcg/ml at 400mcg/day.

Event description:
The hcp reported an inflammatory mass. The patient experienced a sudden onset of severe back pain and motor weakness. The patient presented to the emergency room for treatment. An MRI was done and it granuloma was identified. The pump was delivering hydromorphone. Additional information has been requested, but was not available at the time of this report.

Manufacturer narrative:
Personal therapy manager: model# 8832, serial# (B)(4), catheter model# 8709sc, serial# (B)(4), implanted: 2008 (B)(6), explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).